Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was removed and cleaned, orings lubricated and reinstalled to resolve the issue.

Event description:
The hospital reported a malfunction that results in the loss of mechanical ventilation. There was no report of patient involvement.